Event description:
It was reported that distal portion of the stent was fractured. The lesion was located in the left anterior descending (lad) artery. A 2.75x24mm promus element stent was used to treat the lesion. However, when the device was advanced to the lad, the distal part of the stent fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the device found that the midshaft was twisted/rotated between 3.2cm and 3.5cm proximal to the port. A break was identified in the inner / guidewire lumen. The break occurred at 0.5cm distal to the port. The distal section of the inner break located at 9.3cm distal to the break site. It is noted that the inner was severely stretched/kinked and bunched. An examination of the crimped stent found no issues. An examination of the tip section of the device found that the tip was damaged. The surface of the tip appeared to be pinched, resulting in the extrusion creasing up slightly. Another crease mark was visible towards the proximal end of the stent. The distal edge of the tip was slightly flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that distal portion of the stent was fractured. The lesion was located in the left anterior descending (lad) artery. A 2.75x24mm promus element ¿ stent was used to treat the lesion. However, when the device was advanced to the lad, the distal part of the stent fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).